Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on lcd window and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed no delivery alarms often. The customer stated that he had wasted many infusion sets as a result. The blood glucose reading was 230 mg/dl. He stated that would troubleshoot for the issue, resolve the matter, but then he would get no delivery alarms again a few days later. He declined troubleshooting for the matter and requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.